Manufacturer narrative:
Age at time of event: under 18 years.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. After a non-bsc device failed to cross the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was able advanced for dilatation. However, during the first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a 2x40 non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.